Event description:
The reporter indicated that at a follow-up check, when inquiring the device, it was found to be in backup mode. After backup reset was performed, the device went into backup again. Though reset was repeated several times, the device was found to be in backup each time. The device was explanted and will be returned for analysis.